Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was not hearing any beeping sound when the level was going low, but could hear the rest of the notification. The customer reported a blood glucose value of 1 mmol/l. The customer experienced hypoglycemia and had longer-lasting carbs and sweets. The significant events leading to admission of hospitalization were headache, nausea, and vomiting. The event involved product(s) mmt-1885. Troubleshooting was performed for the audio anomaly. The confirmed audio option was enabled. Conducted an audio test, and the pump did not pass. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. Successfully downloaded history files and traces using thump and carelink. The test guardian link with the glucose senor simulator communicated properly with the pump noted. No communication anomaly. Pump programmed with alert on low using the glucose sensor simulator with test guardian link and the alert functioning properly. On the event date of 10-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 13.375 u and dailytotalofbolusinsulindelivered = 21.075 u which is equal to the dailytotalofallinsulindelivered = 34.45 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 10-jul-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay the pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged not confirmed for not hearing any beeping sound when level is going low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.